Manufacturer narrative:
Angelini s.p.a. Provided additional information to bridges consumer healthcare on 22-dec-2025. Angelini s.p.a. Received the information on 22-dec-2025. The report verbatim is as follows: a 36-month trend analysis has been conducted. The trend analysis returned a total of 97 complaints for thermacare lbh products during the period (B)(6) 2022 to (B)(6) 2025 for the defect class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 1.33 ppm, which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis - rpt-000097160. There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that identify skin burns/blisters listed in the hazard analysis rpt-000097160. During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of burn blister and skin irritation as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip mentions that burn blister and skin irritation could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. Batch ga1304 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. There were two wrap attribute defects recorded the batch. Both for wrap delamination minor -first one- replaced fuse, second one - cleaned glue head with wax. No additional quality issues were identified during the production of the batch. No retain evaluation is required for this complaint as no defect was reported. A visual inspection of the product would not be beneficial as a consumer experiencing blisters can't be detected by reviewing the wrap. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation thermacare lbh product. There is no further action required. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attribute and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.9 degrees c) per lbhr. The most probable root cause cannot be identified.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
Angelini s.p.a. Provided the following report to bridges consumer healthcare on (B)(6) 2025. Angelini s.p.a. Received the report on 04-dec-2025. The report verbatim is as follows: this non-serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on "04-dec-202" from a pharmacist through (B)(4)). This case report concerns a female patient (age not reported), who applied thermacare lower back and hip (lot number: ga1304, expiration date: not reported) for unknown indication. Concomitant medication(s): unknown. Medical history: unknown. On an unknown date, after thermacare lower back and hip initiation, the patient complained about blisters on the skin. The reporter stated that the patient only used them during the day and had been using thermacare before without any problems and that the patient was familiar with how to use them. Outcome: blister: unknown. The action taken in response to the events for thermacare lower back and hip was unknown. Follow-up information was received from the pharmacy via email on 11-dec-2025. The case was evaluated as serious manufacturer awareness date of reportability (11-dec-2025). The consumer was 47 years old. Thermacare lower back and hip was used on (B)(6) 2025. The indication for use was back tension. The pharmacist reported that the belt was put on at around 10:00 a.m. And at around 4:00 p.m. It suddenly became uncomfortable. The belt was removed immediately and burn blisters were visible, as well as complete red skin irritation. The symptoms were treated with burn and wound gel and compresses for about 5-6 days. After 6 days, the blisters had closed and partially healed. Outcome: burns second degree: recovering/resolving, skin irritation: recovering/resolving. Angelini medical assessment: the pi of thermacare lower back and hip mention that burn blister and skin irritation could be adverse events of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse events was considered as possible. The overall assessment for this case is serious/labeled/possible the anticipated date of the next report is (B)(6) 2026.